Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level was 480 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer treated their high blood glucose levels with the insulin pump and manual injection. Customer experienced stomach aches and ketones. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions. Customer advised there is a scratch on the lcd display window.